Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 11:44 am with blood glucose over 627 mg/dl. Customer was hospitalized because of not feeling well also, reported ketones but hospital representative confirmed customer did not have any ketones. Customer was treated with bolus. High blood glucose reading started on (B)(6) 2017. Customer current blood glucose was 317 mg/dl. Customer blood glucose at the time of the incident was 627 mg/dl. Customer was wearing the pump at time of hospitalization. The hospital name (B)(6) hospital. Infusion set was changed on (B)(6) 2017. Customer did not mention air bubbles or leaks. Customer did not mention if the cannula was bent. Drive support condition was not mention. High pressure test was not performed. Customer did not check insulin pump setting. Insulin pump will not be returning for analysis.